Event description:
During routine inspection, the facility biomed observed that the metal paddle plate had fallen off. There was no patient involvement with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control provided customer replacement paddles. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.